Event description:
It was reported that during follow-up, a message was dis- played indicating that an error in pacemaker software had occurred. The patient's presenting rhythm was 60 ppm, ddd paced. A rate of 92 bpm was recorded on the magnet strip, indicting an approximate battery voltage of 2.64 v. Elective replacement indicator (eri) had not been reached. Due to telemetry corruption, further troubleshooting could not be performed. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.